Manufacturer narrative:
All instruments were reprocessed prior to use. A steris service technician arrived onsite to inspect the system 1e processor and found the unit to be operating properly; no repairs were required. While onsite, the technician spoke with user facility personnel who stated that after cleaning up the water a scope was found to be wedged under the seal for the unit's chamber. This caused an incomplete seal for the lid allowing water to leak from the unit and resulting in the reported event. The system 1e processor operator manual states (7-4), "step 5 close lid if resistance is met, stop, inspect positioning of the processing tray/container, device and aspirator assembly." No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor onto the floor. No report of injury.